Manufacturer narrative:
The device has not yet been returned for complaint evaluation. It is scheduled to be returned by the distributor. A supplemental MDR will be filed upon receipt and evaluation of the device.

Event description:
Per the information provided, at the conclusion of a tip tenotomy as the microtip was being removed from the patient, it was found that the needle had separated from the microtip. There was no injury or harm to the patient caused by the failure.